Event description:
In 2002 the end-user called medtronic minimed and stated that they keep getting bent cannulas they feel is a lot issue, they have never had this problem. In 2002 maersk medical a/s received the complaint and 1 used set.